Event description:
It was reported the patient experienced coupling and/or communication issues when recharging the implanted device. Only 2-3 efficiency bars were achieved. The device was not implanted too deep. Three days later the patient was still having difficulty. The patient had no stimulation. It was one and half weeks post-op and the therapy was unavailable due to the low charge on the device. The patient had been cleared for recharging by the hcp though clear fluid was dripping from one corner of the incision. With extreme pressure the patient was able to get 6 efficiency bars of coupling. The coupling was lost with the release of the pressure. The patient was not using the recharging belt. Additional information received indicated the patient underwetn a pocket revision. Following the revision, the patient was able to get full coupling boxes and recharging was no longer a problem.